Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported being on an antibiotic for a fungal infection. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was tested on (B)(6) 2015 where a peritonitis infection due to fungal infection was determined as candida was found to grow. Another test was performed on (B)(6) 2015 and found to grow aureobasidium pullulans. He stated that the patient's record indicates eosinophils were high but could not provide lab results. The nurse confirmed fungal infection to be due to touch contamination.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.